Event description:
From 2006 to previous I've had multiple hospital visits, blood draws, testing, etc. As a result of my implants making me sick. I've had to start seeing a cardiologist due to cardiac issues. Had depression, diagnosed with atypical tachycardia, chest pain, shortness of breath, gi issues including ibs and reflux, ocular and regular migraines, signs and symptoms of autoimmune diseases, numbness and tingling, shoulder and joint pain, inability to lose weight, fatigue, hair loss, memory loss, speed finding issues, insomnia, decreased vision, dry eyes, slow healing, intolerant to cold, dehydration, heart palpitations, recurrent infections, cold limbs anxiety, panic attacks, just to name some issues.